Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a fire occurred during a procedure in which the device was in use. The fire was seen around the cable attached to the device but not on the pencil tip. The customer indicated that the monopolar / bipolar cable was connected to the generator and the fire occurred after monopolar 1 cable was changed in order to replace the pencil tip. The customer indicated that the activation was tested with the footswitch and they stated that the generator cable may have been grasped by the forceps, leading to damage of the device and possibly causing the fire. The flame was immediately extinguished with no patient harm. New devices were used to complete the procedure. No additional information was provided.